Manufacturer narrative:
This report is filed july 13, 2016. Device not yet received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016 due to an open circuit observed on one electrode. It is unknown whether the patient was reimplanted with another device, as of the date of this report.

Manufacturer narrative:
Correction: per the clinic, the device was rejected at surgery and not explanted as previously reported.